Manufacturer narrative:
The investigation findings for the explanted hydrus microstent will be provided in a supplemental report. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Microstent-iris touch, anterior segment inflammation / re-medication with steroids, iop elevation, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The hydrus microstent was implanted in the right eye of a male patient on (B)(6) 2020. Postoperatively, the surgeon reported the patient had an abnormal iris that was peaking at points, contacting the microstent when the pupil dilated and constricted. The microstent-iris touch caused inflammation, which was treated by steroids, inducing intraocular pressure (iop) elevation. After a few cycles of topical steroids, the microstent was explanted on (B)(6) 2020. Additional information has been requested.

Event description:
Ivantis requested follow-up information from the initial reporter on 4 separate occasions (september 25, 2020, october 13, 2020, october 29, 2020, and october 30, 2020), but no response was received.

Manufacturer narrative:
The explanted hydrus microstent was returned to ivantis and evaluated. The delivery devices used for implantation and explantation were not returned, so a sample hydrus delivery system (confirmed in advance to meet specifications) was used for functional testing with the explanted microstent. The microstent was subjected to dimensional analysis and visual inspection and met all specifications. Functional testing was performed using the explanted microstent and the manufacturer-supplied delivery system; all processes including advancement, release, retraction, and recapture were smooth, normal, and reproducible. Based on the information provided by the surgeon and the results of the device evaluation, the cause of the inflammation and elevated iop is attributed to microstent-iris touch. Manufacturer reference #: (B)(4).